Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the al326 instrument jammed when attempting to ligate cystic duct/artery and would not release from vessel. The surgeon had to manipulate the instrument from the vessel, without damaging or rupturing the artery. The vessels were not torn and no loss of blood. Another al326 instrument was used to complete the case. There was no consequence to the pt.